Event description:
It was reported that the leads were not in the correct position. The rv lead was explanted when a reposition was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.